Event description:
Please contact me with email (B)(6). I have a complete report from analysis surgery, pathology. I will send it to you with pdf doc. Disorder of thyroid gland. I have severe problems issue following up 30 years. Thyroid gland hypo, depression, anxiety, panic attack, sleep disorder, sinus, congestion, joint and bone extreme pain, allergies, headache, vision, ear problem, etc. FDA safety report ID# (B)(4).